Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles in the patient line. In addition, it was reported that the pump's alarm volume and vibration were too low. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.